Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented with an allergic reaction to the implants at tooth sites #36, #37 and # 46. The implants were removed. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4310. Zimvie received the reported implant for evaluation. Visual evaluation was performed. Implant was returned with no damage that would cause or contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 1251203. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251203 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors, i.e., patient's condition. Therefore, based on the available information, device malfunction did not occur. The implant was returned with no damage that would cause or contribute to the event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.